Event description:
5fr mynxgrip vascular closure device (vcd) split/cracked at the tip of it while inserting into sheath. Two prior events -mynxgrip control vascular closure device split apart while preparing the device-not used. 5fr mynxgrip control vascular closure device "didn't work correctly. It seemed to split at the tip and not go into the sheath correctly. Taken out and not used. No harm to the patient. Two different providers in three events. Two different lot numbers. Lot # f2434502, f2433801.